Event description:
Facility reported the following to clinical affairs: prodisc-c patient is scheduled to have an implant removal. The patient was treated with the prodisc-c during the ide study. According to our study records, the prodisc-x size md 6mm was implanted at c4-c5 on (B)(6) 2004. Surgeon saw patient (B)(4) on (B)(6) 2011 after patient had sustained an injury to the head and neck. Reportedly x-rays taken that day looked like the implant had moved or shifted to the left side. An MRI was ordered and showed the implant itself is subsided laterally. Findings also show a c5-6 disc bulge and lateral recess stenosis on the left side at c-6 as well. Explanted scheduled (B)(6) 2011 as acdf with prodisc c removal.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned.